Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer able to locate her scs ipg with the patient programmer or charger. The patient stated she experienced a fall sometime in (B)(6) of 2012 and, felt a shocking sensation from her scs system after that time. The patient stated she has not been using the stimulation due to the shocking, but kept her ipg charged. But, now the ipg will no longer communicate with external devices and the programmer shows a communication error. A sjm representative met with the patient and confirmed the patient's scs ipg would not communicate with external devices. Surgical intervention may be taken at a later date to address the issue.